Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.75 x 08 mm xience v stent was noted to have a separated soft tip. The device was left with the cath lab stores manager with no information regarding the procedure or issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The initial medwatch report was filed with (B)(4) 2012 as the date of event. However, this was only an estimation; therefore it cannot be concluded that the device was used after expiration. Evaluation summary: the device was returned for analysis. The tip separation was unable to be confirmed; however the tip was stretched, which is likely what was perceived by the account as the separation. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.